Event description:
It was reported that the patient had been dismissed by the managing physician. Once this occurred,the patient ¿learned to live without the pump¿ and the pump had been dry since and it had been ¿a life changing experience.¿ the patient¿s head was clearer, he thinks better and doesn¿t have some of the ¿after effects problems.¿ the patient had been using hydrocodone as oral breakthrough pain medication. The patient stated that now the pump pocket site is ¿irritating¿ and ¿the pump wants to move around.¿ the patient stated that he could not tell if the pump had moved other than ¿it wants to rotate or flip.¿ this had been going on for the past year. The patient inquired into having the pump removed. The device system had been used to deliver dilaudid until it became dry. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient . Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).